Manufacturer narrative:
Only the evacuator of the device was returned to the MFR on 06/26/2013 for evaluation. The device history record was unable to be reviewed due to the device lot number not supplied. Evaluation of the device observed no defects. A tube was attached and placed into a water source and water was pulled inside the evacuator. The evacuator was activated and no issues or leaks were found. The cause of the reported event could not be confirmed.

Event description:
It was reported that after surgery, the surgeon noticed that the infection control kit with 1/8 in drain connection between the evacuator and egestion bag had a leak. Add'l clinical follow up discovered the reported leak was a blood leak with an estimated blood loss under 100cc. The blood leak was detected during surgery and did not come into contact with the health care provider. There was no report of pt harm or surgical delay and an alternative was available.